Manufacturer narrative:
One medfusion pump was received with the top case cracked by the tubing guides and a cracked battery door. The event history log was reviewed and there was a primary audible alarm background test alarm. The power up process, occlusion test and battery diagnostic check were conducted. The primary audible alarm background test was unable to be duplicated. The battery is inoperable and no longer holds a charge due to normal wear since it was 8 years old. There was no visible damage to the speaker or interconnect board. The speaker was replaced as a preventative measure and the battery was also replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible background alarm and a depleted battery. There was no reported adverse event.